Event description:
The patient contacted dexcom technical support on (B)(6) 2013 and reported that on (B)(6) 2013, the sensor was removed on the date of insertion and the sensor was detached from the sensor pod. The patient reported that the complete sensor was laying on his skin, but was not in his skin. The patient reported that medical intervention was not required. At the time of the call to dexcom technical support, the patient reported that he was in fine condition.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.